Event description:
It was reported that the guidewire was unable to be removed from the left ventricular (lv) lead after placement. The lead and guidewire were able to be removed with significant force. A new guidewire was attempted, but it would not pass the lumen and come out through the tip. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)